Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections was corrected: g7 hole shell (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: foreign ((B)(6)) complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner shows damage to the liner from attempted implantation and removal confirming the complaint. No dimensional analysis was done due to this damage. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (B)(4).

Event description:
During an initial hip arthroplasty, the surgeon had difficulty seating the liner in the shell. Another liner was used to complete the procedure.